Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during unpacking the suture. The needle and the suture thread were separated. Replaced the device to complete the procedure.

Event description:
According to the reporter: occurred during unpacking the suture. The needle and the suture thread were separated.